Event description:
Procedure: nephrectomy. According to the reporter: when attempting to fire the straight 45-2.5 load across the renal vessels, the instrument gave off a loud "cracking sound" and the staple load fell inside the pt without properly forming the staples. Incomplete stapling and transection of the renal vessel resulted in unanticipated bleeding. The surgeon converted to an open procedure to stop the bleeding and retrieve the parts that fell into the pt.